Event description:
The customer reported to olympus, the bronchovideoscope had a brush remained in the channel and cannot be removed, and a water leakage. There were no reports of patient or user harm associated with the event.. The device was returned for evaluation. During the device evaluation, the connecting tube had coating peeling (1x1 mm2 or more) was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportred in b5, the evaluation found the following: due to a pinhole on channel tube (ch-tube) the water tightness was lost, due to clogging of ch-tube the forceps cannot be inserted, and the ch-tube cleaning brush cannot be inserted, bending section cover (a-rubber) had discoloration, adhesive on a-rubber had a chip, connecting tube had a wrinkle, control unit was sticky due to water leakage, due to wear of angle wire the bending angle in up direction did not meet the standard value, light guide (lg lens) had a crack, bending tube and the connecting tube had a dent, and the connecting tube had a buckling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, coating on the insertion tube peeling was likely caused by external factors or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.